Manufacturer narrative:
(B)(4)

Event description:
The following was reported to gore: on (B)(6) 2011, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 58 mm in diameter and was treated with gore® excluder® aaa endoprostheses. The date of (B)(6) 2012, was provided as the onset date for a type ii endoleak. On (B)(6) 2015, the inferior mesenteric artery was coil embolized after previous ultrasound and computed tomography angiography (cta) imaging had identified increasing aneurysm diameters of 68 and 72 mm, respectively. However, the endoleak continued to persist and follow-up cta revealed an aneurysm diameter of 78 mm on (B)(6) 2017. On (B)(6) 2017, the inferior mesenteric artery was plug embolized and the endoleak disappeared after treatment.

Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rmt261414: (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.